Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out procedure. Prior to opening the patient, it was discovered that the atrial lead was exhibiting high capture threshold. The lead was capped and replaced during the same surgery. Patient was stable.